Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they noticed multiple beds had "fallen" off the remote network stations (rns) and some bedside monitors (bsms) had been replaced with the bsm-1700s.they are able to register the correct beds, most of the time but was currently having an issue monitoring one bed to the rns. When attempting to register the bed, they received a "registration error" message. No patient harm or injury was reported. Investigation summary: admit, discharge, and transfer functions are performed prior to patient adt status change. Issues related to adt are typically either network or workflow related. In this case, it was caused by incorrect configuration on the bsm (use error). These are not indicative of device malfunction. The operator's manual provides troubleshooting steps. The "registration error" refers to errors detected for bed attributes when performed during system setup. In short, to register a bed the user should follow the prescribed steps in the operator's manual for proper setup.

Event description:
The biomedical engineer (bme) reported they noticed multiple beds had "fallen" off the remote network stations (rns) and some bedside monitors (bsms) had been replaced with the bsm-1700s.they are able to register the correct beds, most of the time but was currently having an issue monitoring one bed to the rns. When attempting to register the bed, they received a "registration error" message.

Manufacturer narrative:
On (B)(6) 2020, the biomedical engineer (bme) reported they noticed multiple beds had "fallen" off the remote network stations (rns) and some bedside monitors (bsms) had been replaced with the bsm-1700s. The rns is a secondary monitoring system. They went live with five rnss with software version (B)(4) on 02/10, and was utilizing the wlan transport. Once the rnss were set up, customer did not register any bsm-1700s to the bed tiles and only registered the bsm-6000s version (B)(4). They are able to register the correct beds, most of the time but was currently having an issue monitoring one bed, ed 108, to the rns. When attempting to register the bed, they received a "registration error." On (B)(6) 2020, another biomedical engineer stated that they were dealing with registration and monitoring issues. In the ICU department, monitored beds will disappear from the remote network station (rns) all beds screen. These can be re-registered without issue and does not involve wlan transport. The initial call on 08/18/2020 was about an issue with them not being able to register a bed to the rns, but that issue was not limited to just that bed. In the ed department, monitored beds that use wlan transport will disappear from the rns. Those that are lost during wlan transport cannot be re-registered easily and gives a registration error when attempting to re-monitor them. The same beds are able to be re-monitored at a different rns without issues. They also stated that it has happened on the central nurse's station (cns) occasionally, but they did not have any serial information handy at that time. All of the devices monitored on the cnss and the rnss are the bsm-6000s and wlan transport utilizes the bsm-1700s. The biomed spoke to the nihon kohden project manager and the installer, and they advised to wait until after the completion of the go-live was completed, and the network was fully implemented, and stabilized before attempting to troubleshoot further. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns, but no models or serial numbers provided. Bedside monitors, bsm-6000 series, no models, no sns. Bsm-1700 series, no models, no sns. Remote network stations, no models, no sns.

Event description:
On (B)(6) 2020, the biomedical engineer (bme) reported they noticed multiple beds had "fallen" off the remote network stations (rns), and some bedside monitors (bsms) had been replaced with the bsm-1700s. The rns is a secondary monitoring system. They went live with five rnss with software version (B)(4) on 02/10, and was utilizing the wlan transport. Once the rnss were set up, customer did not register any bsm-1700s to the bed tiles, and only registered the bsm-6000s version (B)(4). They are able to register the correct beds, most of the time but was currently having an issue monitoring one bed, ed 108, to the rns. When attempting to register the bed, they received a "registration error." On (B)(6) 2020, another biomedical engineer stated that they were dealing with registration and monitoring issues. In the ICU department, monitored beds will disappear from the remote network station (rns) all beds screen. These can be re-registered without issue and does not involve wlan transport. The initial call on 08/18/2020 was about an issue with them not being able to register a bed to the rns, but that issue was not limited to just that bed. In the ed department, monitored beds that use wlan transport will disappear from the rns. Those that are lost during wlan transport cannot be re-registered easily and gives a registration error when attempting to re-monitor them. The same beds are able to be re-monitored at a different rns without issues. They also stated that it has happened on the central nurse's station (cns) occasionally, but they did not have any serial information handy at that time. All of the devices monitored on the cnss and the rnss are the bsm-6000s and wlan transport utilizes the bsm-1700s. No patient harm reported.